Manufacturer narrative:
During communication with the customer, it was identified that the device had previously been repaired by a technician who is not factory-trained or certified by zoll for servicing the bellavista ventilator. The technician was trained by a zoll-trained individual; however, there was no formal certification or authorization from zoll, nor was a request submitted for zoll-provided training. Due to the unauthorized repair, the post-repair integrity of the device cannot be confirmed. The observed alarms may be related to service activities not performed in accordance with zoll-approved procedures or may indicate an underlying hardware issue. Given the involvement of a non-zoll-trained technician, the complaint record will be closed with the root cause classified as user-attempted repair. Technical support will continue to work with the customer to provide guidance on appropriate, zoll-approved repair actions for the device.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation. G4. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k. Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Customer stated that the device exhibited technical failure 316, 401 and 587. There was no patient involvement reported.